Event description:
She inserted an infusion set and then programmed a bolus about thirty minutes later. Pt reported that she smelled insulin and saw wetness. Pt reported that she changed the infusion set and the same thing happened while priming the tubing. Pt stated that there appeared to be a hole somewhere but could not located it. Pt stated that she took an infusion set from another box and inserted it. Pt stated that she primed the infusion set and used it for two hours and there was no leaking. Pt did not allege any blood sugar issues.